Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua)41 (patient temperature sensor failure) message was observed on the reported event date of 08/15/2016 and 08/30/2016, thus confirming the customer's reported complaint. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua41. However; a platform intermittently displayed a user advisory ua12 (lifeband® not present) during functional testing which is unrelated to the reported complaint. The belt switch assembly was adjusted to avoid the re-occurrence of ua12. Additionally, the power distribution board (pdb) and the temperature sensor cable were replaced to avoid the re-occurrence of ua41. A run-in testing was performed using the 95% patient test fixture (lrtf) for 33 minutes without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying ua 41 was confirmed during archive review. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. However, the power distribution board (pdb) and the temperature sensor cable were replaced to avoid the re-occurrence of ua41. The autopulse platform passed all the testing and meets all required specifications. User advisories are designed into the platform when one of the conditions is observed. Ua12 informs the user that the lifeband was not installed or not properly installed. The belt clip was adjusted to prevent re-occurrence of ua12.

Event description:
It was reported that during morning check, the autopulse platform (s/n: (B)(4)) displayed user advisory ua41 (patient temperature sensor failure) upon powering up. Attempted to clear error ua41 by removing batteries and checked the lifeband and the battery level but the ua41 error message could not be cleared. No patient involved during this event.